Event description:
It was reported that during a percutaneous transluminal angiography (pta) treatment procedure, removal difficulty and a blade detachment occurred. The 90% stenosed lesion was located in the mildly calcified and non-tortuous shunt vessel. The lesion length was 25 mm and the vessel diameter was 6 mm. The 6.00 mm/2.0 cm/50 cm peripheral cutting balloon was inflated to 6 atm/30 sec on the 1st inflation, 10 atm/30 sec on the 2nd to 4th inflations, 6 atm/30 sec on the 5th to 9th inflations, 10 atm/30 sec on the 10th inflation and 6 atm/30 sec on the 11th inflation. The result was good. During removal of the cutting balloon from the patient, the device came into contact with the tip of the 7f 4 cm non-bsc sheath and resistance was encountered. The cutting balloon was removed. The lesion was checked under angiography and it was noted that one of the blades had detached was in the vessel near the elbow. The patient was sent for surgery and the blade was successfully removed from the patient. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a 7f introducer sheath and 1 blade separated from the device were returned along with the device. Three blades were present and fully bonded to the balloon. One blade had detached. Blood was present in the guidewire lumen. The device was connected to an encore inflation unit and positive pressure was applied when a leak was noted. A further microscopic examination confirmed damage in the proximal balloon body. A blade mark/puncture was present on the balloon between 1 blade and the site of the detached blade. No further issues with the device. No kinks or damage to the shaft. No issues with the catheter tip. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).